Event description:
No additional event information to report at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: updated: g4; h2; h6. Reported event was unable to be confirmed due to limited information provided by the customer. X-rays received and reviewed by a third party hcp notes comminuted periprosthetic fracture of the proximal right femur extending obliquely across the femoral stem and also involving the lesser and greater trochanter. There is resulting loosening and subsidence of the femoral implant. There is no acetabular fracture and the arthroplasty implants remain anatomically aligned. Bone quality appears moderately osteopenic. The osteopenia noted could contribute to this fracture occurrence. DHR was unable to be reviewed as the lot number for the device is unknown. The root cause is unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation as the device remains implanted. The investigation is in process. Once the investigation is complete, a follow ¿up MDR will be submitted. Concomitant medical products: item#: unknown, unknown cup, lot #: unknown. Item#: unknown, unknown head, lot #: unknown. Item#: unknown, unknown liner, lot #: unknown. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 -2020 -02552.

Event description:
It was reported patient has been indicated for revision due to cup positioning. No revision has been reported to date. Attempts have been made and additional information on the reported event is unavailable at this time.